Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Device history record was researched, and no related issue was found. Placeholder.

Event description:
A hospital in (B)(6) reported a patient was treated for a subtrochanteric left femur fracture on (B)(6) 2011. The patient was allowed full weight bearing beginning (B)(6) 2012. Patient complained of pain in the left femur on (B)(6) 2012, a screw was noted as broken and dislocated and patient was diagnosed with non union. The patient was returned to the operating room on (B)(6) 2012 for femoral head replacement. This report is #1 of 6 for the same event.

Event description:
This report is 1 of 6 for complaint (B)(4).

Manufacturer narrative:
The green anodized locking screws are made of (B)(4). The examination of the manufacturer documents, technical drawing and raw-material inspection certificate of the locking screws showed that the chemical composition, microstructure and mechanical properties of the screws correspond to the international standards iso 5832-11 and astm f1295. The dimensions of the investigated screws, as far as measurable, were checked using a sliding caliper and found to be in compliance with technical drawings and ao/asif specifications. One screw broke below the screw head and the other two broke at the screw head. After breaking, the two fragments rubbed against each other causing strong destruction of the fracture surface (shiny surface, abraded areas). When examining the fracture surfaces of the screw heads using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack initiated on the outside of two screws and one screw had multiple crack initiations. A pattern of ripples or fatigue striations was observed at the crack propagation zones and nearby. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. One screw shows fatigue striations, subsidiary cracks and secondary corrosion over the whole fracture area. The secondary corrosion is a result of a crevice situation between the two fragments after crack initiation. The second screw shows an area with structural breakage appearance and a small area with dimples. The third screw shows an area of approximately 50% with dimples. The area with dimples corresponds to the residual forced fracture zone and indicates high nominal loads. The sem observations and findings indicate that the screw failures were caused by fatigue and overload. The failure of the investigated screws was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces it can be concluded that the investigated screws had to absorb and neutralize forces for a large number of cycles. Postoperative activities of the patient together with the non-union may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.